Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, chronic totally occluded (cto) lesion located in the mid rca. Another co's guiding catheter was engaged and the balance universal guide wire crossed the right ventricular (rv) branch. A goalin dilatation catheter was advanced to the lesion over a conquest pro guide wire; however, it was unable to advance. An anchoring technique was used, at which time some load may have been applied to the guide wire; however, the goalin dilatation catheter was advanced further to the right coronary artery (rca), but it was unable to pass. An attempt was made to remove the catheter, but it was stuck with the guide wire. The guide wire was removed with the goalin as a single unit. After removal, it was noted that the guide wire separated at the hypotube distal site and it was still in the goalin's guide wire lumen. It was retrieved from the pt as a single unit.